Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with rates of 30 to 50 beats per minute. The pulse generator could not be interrogated. The device was explanted and replaced.